Event description:
The patient went to the interventional radiology suite to have a hemodialysis catheter placed on [redacted]. The catheter was placed successfully. The red and blue caps were placed on to the end of the ports by the proceduralist. Interventional radiology nursing confirmed that the caps were in place. This was documented in both the central line checklist and the procedure report. On [redacted]-the following day, the patient was transferred to the hemodialysis unit to have a dialysis session. It was found that the white cap had come off of the red cap at the end of the lumen. The line was then deemed to be potentially contaminated and unable to be used. The patient then returned to the floor, unable to complete their dialysis session. The patient required a second procedure to have the line replaced on [redacted]-two days after the first hemodialysis catheter was placed. The original intended procedure was for the patient to have a hemodialysis line placed and to receive a run of hemodialysis. This event caused the patient to miss a dialysis session and required a second procedure to have a new line placed.